Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience xpedition referenced is being filed under separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/ dislocated stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/ dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Additional information received: the dislodged stent was removed using a snare device.

Event description:
It was reported that the procedure was treating a heavily tortuous and heavily calcified coronary artery. During use of the 2.25x23mm xience xpedition stent delivery system (sds), the stent dislodged and was retrieved and taken out of the anatomy. The 3.0x18mm xience xpedition sds was also used and the stent also dislodged and was retrieved and taken out of the anatomy. Another abbott device was then used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.